Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The device was received with the capsule partially open. The capsule appears intact with no evidence of damage. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Damage is observed on the inner member near the spindle hub. Both tabs on the actuator component appear to be hinging inwards. The carriage components appear intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was returned to medtronic for analysis and was received with the handle components detached from the dcs. Thus, confirming the reported complaint. Damage was also observed on the inner member near the spindle hub. The description of the event does not indicate that this damage occurred during the reported issue. Both tabs on the actuator component were observed to be hinging inwards. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unpackaged and prepped in the usual fashion. It was reported that the handle of the dcs felt a little wobbly when opening the capsule, but it was intact. A 29mm valve was prepped and loaded into the compression loading system (cls) without incident. The valve was loaded onto the dcs and the capsule advanced over the valve paddles and outflow crowns easily. However, once the capsule reached the commissures and tissue portion of the valve, resistance was felt and the handle split in half along the seams. The valve was unloaded from the dcs and not used for implant. A new dcs was prepped and the valve loaded without incident. Loading was performed by an experienced loader. It was noted that both deployment knobs were bent, but both were attached. It was also noted that the deployment knob trigger was used to move the handle back to open the capsule. No adverse patient effects were reported.